Event description:
Event description cpi received information that this bipolar porous lead (4271) was removed from service due to a low impedance measurement of less than 150 ohms. Another (4271) lead was implanted.